Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec 12/02/2014 - patient's medical records were received. Medical records were reviewed for MDR reportability. Medical records indicate the patient underwent a knee scope to address the patella clunk on (B)(6) 2014. There is no new information that would change the existing MDR decision. The complaint was updated on: 12/17/2014.

Manufacturer narrative:
The device associated with this report was not returned and are presumed yet implanted. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. Medical records were obtained. Review of the supplied medical records confirmed "synovial clunk tissue" proximal to the patella that was removed. The patient was noted to have hypertension, hypothyroidism and obesity as some of her medical history from the physicians notes. From a medical perspective, based on the information available, the complaint is not product related. All total knee arthroplasties have a risk of failure and the risks of the individual are due to an unpredictable combination of patient factors, surgical process, surgical technique and device related interactions. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical report states patella clunk.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)